Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding device was used for treatment, not diagnosis. No sample was returned for evaluation. The lot number is unknown therefore a review of the device history record could not be completed. No conclusion could be drawn, as sample was not received.

Event description:
Patient participated in a multi-center study of treatment for 1 or 2 level degenerative disc disease between l2 and s1. Preoperative diagnosis was disc failure or prolapse, and facet hypertrophy osteoarthritis (lateral recess stenosis). Patient was implanted with an anterior lumbar interbody fusion (alif) spacer at level l5_s1size. Patient was also implanted with an anterior tension band (atb) plate at screw_l5_l, screw_l5_r, and screw_s1_l, with right screw at s1. Patient experienced pain for 9 months. Surgery date was on (B)(6) 2006, and postoperatively patient experienced point tenderness over left sacroiliac joint, requiring physical therapy, pain medication, and muscle relaxer medication. This is 5 of 5 reports for the same event.